Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (B)(6); product type: 0200-lead; implant date (B)(6) 2022, brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had a problem with their legs and the issue began a month or two ago, but this year. Pt met with manufacturer representative (rep)  in person month or two ago. Patient stated that few days ago they felt like someone put hot water all over from their middle back down and they had two leads, one going up and one going down. Patient service specialist reviewed role of representative and provided the patient with the nas number for their healthcare provider office. Agent emailed local mdt reps for visibility. The patient was redirected to their health care provider to further address the issue and meet with representative.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified that the problems with their legs is pain in their legs started in their lower back and then moved to the front of the thigh down to their toes. At this time they were not able to determine the cause for the problem with their legs and feeling like someone put hot water down their back. They were put on meds for pain, use a cane or walker for support. They are scheduled for x-ray's of spine and lower back, also an MRI to get a better understating of the set back. Patient is waiting on the test results and follow up with the healthcare provider (hcp) were the stimulator was done to see results then. Issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issues with their back and legs feelings about something being like pouring hot water was being due to an excavation in those areas. Its being addressed by a pain management with patient (land and aquatic) meds and another recalibration of the spinal cord stimulator. The one that has helped them tremendously.